Event description:
It was reported that an atrial fibrillation (af) episode was recorded on the insertable cardiac monitor (icm) device, but no alert was generated at the time even though the af burden alert was configured to trigger for any amount of af during a day. The reason the alert did not post earlier could not be determined, so the issue was escalated for further analysis. Review of the icm settings showed that the af burden alert configuration had been active and unchanged for an extended period. The af burden alert associated with the recent episode was detected by the device and later transmitted to the patient's device, after which it was uploaded to the system during a scheduled follow-up interrogation. Until more information is available, the representative was advised to enable additional af-related alerts, such as general af notifications or symptom-plus-device-detected alerts, to ensure the clinic receives timely data. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
A cross-functional team has initiated an investigation into the observation of this delayed af burden alert. Initial investigation has determined the icm device operated appropriately and the delay was most likely related to programming of the latitude clarity? Server. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.